Manufacturer narrative:
Device evaluation summary: device evaluation of charger sn (B)(4) has been completed. The reported problem (does not charge battery packs) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the resets was contamination on the battery pca, a shorted q1 current-controlling transistor, a shorted d2 diode, and a shorted u13 cmos flash microcontroller on the bedside pca. The damage to the transistor, diode, and microcontroller was caused by the contamination. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective charger.

Event description:
A us distributor contacted zoll to report that a patient's charger would not charge the batteries.